Event description:
It was reported that the power cord sparked. No further information was provided by the customer.

Event description:
It was reported that the power cord sparked. No further information was provided by the customer.

Manufacturer narrative:
The field service technician was unable to duplicate sparking. The technician replaced the power plug and returned the unit to service.